Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd nexiva¿ closed IV catheter system had been threaded, the needle pierced through the top of the catheter during use while still in the vein. The catheter was removed, and no sign of missing parts were found. The following information was provided by the initial reporter: "when practitioner saw insta flash, dropped downward advanced complete unit slightly, then started to thread catheter into the vein, she stated she saw the needle pop out of the top of the catheter while catheter was in vein. Practitioner immediately aborted attempt by removing catheter and inspecting tip of catheter for any missing pieces to indicate complete shear. No sign of any part of the catheter missing."

Manufacturer narrative:
Correction: patient identifiers were provided by the customer. The following field has been updated: sex: female.

Event description:
It was reported that after the bd nexiva¿ closed IV catheter system had been threaded, the needle pierced through the top of the catheter during use while still in the vein. The catheter was removed, and no sign of missing parts were found. The following information was provided by the initial reporter: "when practitioner saw insta flash, dropped downward advanced complete unit slightly, then started to thread catheter into the vein, she stated she saw the needle pop out of the top of the catheter while catheter was in vein. Practitioner immediately aborted attempt by removing catheter and inspecting tip of catheter for any missing pieces to indicate complete shear. No sign of any part of the catheter missing"

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9060624. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted that displayed a pierced catheter, but a review of the manufacturing line was unable to associate the root cause for this damage with any portion of the manufacturing process. Currently, bd engineers speculate that it is possible under the right conditions for the catheter to become pierced by the cannula when the device is being removed from a partially opened packaging unit. During the investigation the equipment functionality was verified and it was properly working, the cell 40, needle assembly equipment is directly involved with the assembly of this component and it could have influenced the defect mentioned, however the cell 50 inspect this component 100% and the equipment is challenged at the beginning of each shift, gauge change and length change per needle through catheter daily.

Event description:
It was reported that after the bd nexiva¿ closed IV catheter system had been threaded, the needle pierced through the top of the catheter during use while still in the vein. The catheter was removed, and no sign of missing parts were found. The following information was provided by the initial reporter: "when practitioner saw insta flash, dropped downward advanced complete unit slightly, then started to thread catheter into the vein, she stated she saw the needle pop out of the top of the catheter while catheter was in vein. Practitioner immediately aborted attempt by removing catheter and inspecting tip of catheter for any missing pieces to indicate complete shear. No sign of any part of the catheter missing"